Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, full lead was returned. It was also noted that the distal conductor was distorted and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the stylet broke through the lead beneath the distal ring. A new lead was used. No patient complications have been reported as a result of this event.